Event description:
Complainant alleges "writer was performing a left 1st toe amputation and was attempting to disarticulate the toe at the metatarsal head joint space when the scalpel blade snapped and broke off, in wound bed. Writer had scalpel blade snap and stopped the procedure and contacted (primary supervisor) and made aware, who came to patient bedside in clinic to assess and attempt to recover scalpel blade. Physician continued to removed toe and was unable to find the remaining scalpel blade in the wound bed. Toe amputation site was dressed with a sterile dressing and xray of left foot was done which revealed the remaining snapped scalpel blade just distal to the left 1st metatarsal bone. A subsequent procedure was needed to remove the retained portion of the blade."

Manufacturer narrative:
The actual device is not available for evaluation, however the model number and lot number of the device were provided. No pictures were provided. Since no pictures or device were available for evaluation, our ability to investigate was limited. It may have been due to a manufacturing error, or it also may have been due to user error. If it was user error, it could have been due to excessive force being applied to the blade, or twisting or turning the blade under pressure. Final root cause is undetermined. This should be considered the final report. However, if additional relevant information is identified it will be submitted in a supplemental report.